Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and health care provider (hcp) reported that every time the patient got sick, for some reason it shut off and their gastric pacer was not working. The patient needed to turn their implantable neurostimulator (ins) on, could not throw up, their stomach was swollen, and it looked like they were 8 months pregnant. The patient had a loss of therapy and therapy was not working as expected. The patient had been sick and stimulation had been shut off for over a week in (B)(6) 2016 and their stomach was swollen since about 3 days ago. The patient was looking for a new health care provider (hcp). The hcp didn't have any openings until next week and the patient couldn't wait that long. The patient was going to call their primary care physician (pcp) and inquire if they would be willing to invite the manufacturer representative to their office. The hcp further reported that the patient was seen in the emergency room (ER) for abdominal pain and bloating on (B)(6) 2016. This was due to a gradual change in symptoms on (B)(6) 2016. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.